Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was unable to connect the insulin pump to the sensor. Customer stated the electrode was missing from the sensor upon removal from the customer's body. The customer was advised the sensor will be replaced. The customer's blood glucose was unknown. The sensor will not be returned for analysis.